Manufacturer narrative:
Examination of the returned used device, item aes-90sn, confirm the reported problem, and found device electrode broken off and detached from the probe tip. Broken electrode was not returned per evaluation. Root cause cannot be determined; however, based upon evaluation of the device; a possible cause of this event could be utilizing the probe to pry and manipulate tissue exposing the distal tip to undue force and stress, or if the user utilizes the probe well over its intended life. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 81 reports, regarding 1,280 devices, for this device family and failure mode. During this same time frame 214,296 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.006. Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the aes-90sn probe assy,suct,sin was being used on (B)(6) 2023 and ¿during a cuff repair surgery, the tip of the instrument we were using damaged, causing significant discomfort for the surgeon. The customer was particularly concerning about this complaint as it was the first time we used this product, which had been marketed for its exceptional durability and unbreakable tip compared to other brands. Unfortunately, its failure on first use has considerably diminished our confidence in the product.¿ per further assessment it was found that the "probe tip is broken. It fell on the surgical site and I found it and threw it away.". The procedure was completed with an alternate same device. There was no injury or impact to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.